Event description:
It was reported that the customer received an incomplete cartridge change alert as they had not completed the loading process. As a result, the customer experienced an elevated blood glucose (bg) level displayed as "high"; however no specific value was provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer continued using pump for insulin therapy.